Event description:
A company sales rep in another country, reported for the hospital that the diamond coating on the head of the bur came off 5 seconds after coming into contact with pt's bone. No impact to the pt was reported.

Manufacturer narrative:
Eval by engineering at medtronic xomed found that the outer layer of the bur head, composed of a nickel substrate embedded with diamonds, had come off of the bur head in one piece and was returned. The bur head itself is firmly attached to the bur shaft. Machining residue from the supplier's bur head mfg process likely contaminated the bur head component before the nickel substrate was applied, and as a result, the substrate did not adhere properly. Root cause: supplied material contamination. It is the first report of this type on a bur in 10+ years. The supplier has been notified. Will monitor for trends.